Event description:
It was reported that urine leakage occurred from the connection of the funnel. It was later reported from the investigator on 13-dec-19, that during evaluation of the returned sample there was a hole over the inflation lumen at the bifurcation.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the returned sample noted one opened (without original packaging), silicone foley catheter with a cut inlet tube portion. Visual inspection of the sample noted no obvious visual defects. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water. A leak from a hole (measuring 0.0745 inches) over the drainage lumen 0.1840 inches from the bifurcation was immediately noted. This was out of specification which stated, "shaft shall be free of kinks, cuts, tears and irregular surfaces." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold)." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the returned sample noted one opened (without original packaging), silicone foley catheter with a cut inlet tube portion. Visual inspection of the sample noted no obvious visual defects. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water. A leak from a hole (measuring 0.0745 inches) over the drainage lumen 0.1840 inches from the bifurcation was immediately noted. This was out of specification which stated, "shaft shall be free of kinks, cuts, tears and irregular surfaces." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold)." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that urine leakage occurred from the connection of the funnel. It was later reported from the investigator on (B)(6) 2019, that during evaluation of the returned sample there was a hole over the inflation lumen at the bifurcation.